Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8300 sn: (B)(4) customer stated that he was getting error code 571.6240 and he wanted some troubleshooting step he could take to clear this error code. I explain to the customer that the error code he was getting was due to that he needed to replace the micro-stream disposable set. I also informed the customer that if he still get this error code when he replace the disposable set, then he has a etco2 board problem and he would have to replace that. The customer said ok and ended the call. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that the error code he was getting was due to that he needed to replace the micro-stream disposable set. I also informed the customer that if he still get this error code when he replace the disposable set, then he has a etco2 board problem and he would have to replace that. The customer said ok and ended the call